Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5143714.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and were not returned. The patient was doing well postoperatively.